Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was in the hospital not because of the diabetes. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Troubleshooting was performed for blank display. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).